Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, e.1, h.6.

Event description:
The device was explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, opening on the anterior side, crease fold and red particles in the shell. A visual and microscopic analysis were performed which identified: sharp crease opening the on anterior, stress marks and wear abrasion. Based on the device analysis the final assessment is: a shar crease opening on the anterior, assessed as a fold flaw opening.

Event description:
Healthcare professional reported a right side rupture. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture. The device remains implanted.